Event description:
Two attempts were made to insert a subarachnoid drain prior to surgery. No guidewire was utilized in the attempted placement. Catheter fractured with retention of 7 cm of the fragment resulting in cancellation of surgery. Lumbar CT revealed the retained fragment was present entering the thecal sac posteriorly from the l2-3 interspinous approach. Interspinous degenerative changes are believed to have been the cause of the catheter tear. Patient subsequently experienced severe left foot neuropathic pain.